Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the blue fiber cable to resolve the issue. The cable was supplied by the site. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that the system was getting a "dirty fiber cable" message. The blue fiber cable would not come out of the surgeon side console (ssc). The intuitive tech support engineer (tse) reviewed the system logs and found error 54, indicating that there was a dirty fiber cable. The clinical sales rep (csr) tried to remove the blue fiber cable from the ssc to clean it, and it would not come out. The csr broke off the release tab when trying to disconnect the cable. The customer converted the case to laparoscopy. Intuitive followed up with the initial reporter and the following additional information was obtained: the surgeon had to add additional ports to complete the procedure laparoscopically.